Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage, brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
Upon completion of the investigation on one of the devices; it was determined that it was not experiencing the issue steer mechanism difficult to engage/disengage. The count of events has been corrected to reflect this. The remaining 1 device is still pending evaluation.

Manufacturer narrative:
1 device that was pending was found to have been created in error and there was no issue with the device. 1 device that was pending was evaluated and it was determined the device experienced zoom drives slow, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 2 to 0.

Event description:
This report summarizes 0 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage, brakes cannot be engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage, brakes cannot be engaged. There was 1 event with patient involvement; insufficient information was given.